Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿complications associated with the proper implantation of the ajust® sling system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/typically too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, vagina, rectum or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." 1994, 1930 = "l"; 2993, 2564 = "nl".

Event description:
It was reported that in the final stages of the procedure, both anchors of the device were placed through the obturator membrane without any complication. The tubular mesh of the device was adjusted, by applying gentle counter-traction and holding the ajusting tab (or toggle) at its base. The tab then completely separated away from the tubular mesh, despite there being no excessive force applied to the device. This made it very difficult to insert the stylet into the tubular mesh, which is required to lock the device. Only the patience of the surgeon allowed for the eventual insertion of the stylet into the remaining bit of mesh, or otherwise the procedure would have had to be abandoned before completion. Per additional information received on 06apr2021, the patient experienced injury, continuous vaginal infections, urinary tract infections, pelvic pain, vaginal pain, vaginal bleeding, vaginal discharge, lower back pain, pain in the buttocks and legs, disfigurement of her pelvic region, dyspareunia, emotional stress, difficulty in voiding her bladder and difficulty with bowel movements, urinary urge incontinence, urinary retention, rectal prolapse, vaginal prolapse, uterine descent, and patient required additional surgical and non-surgical interventions.